Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the groin site resolved and the pump was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 59-year-old female patient with a past medical history of morbid obesity, atrial fibrillation with rapid ventricular response, coronary artery disease (cad) with previous stent to left anterior descending (lad) artery (on aspirin and brilinta at home), hematuria due to bladder mass, and diabetes mellitus (dm) presenting in scai stage c shock on intra-aortic balloon pump (iabp) and respiratory support via nasal cannula prior to initiation of support. The impella cp was inserted for left ventricular support pre-protected percutaneous coronary intervention (ppci) of the left main (lm) artery and left circumflex (lcx) artery. While the patient was in the intensive care unit (ICU), the patient developed hematoma at the impella access site around the sheath in the left groin. There was patient movement during support. Hemostasis was achieved with manual pressure. The physician was not surprised due to the patient¿s morbid obesity and brilinta history. The post-procedure outcome was survived at explant. The device functioned at p-2 at 1.5 l/min with no issues. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.